Manufacturer narrative:
A philips remote service engineer (rse) spoke the customer biomedical engineer (biomed) and remotely accessed the pic ix server and then used ultravnc to test the sound; the rse couldn't hear the sound of the alarm. The rse instructed the biomed to unplug the speaker and go connect the speaker directly to the philips surveillance. This helped the rse and biomed to be able to hear the sound of the alarm. The rse then informed the biomed that the issue is not from the computer or the speaker and was more likely from cabling or the remote box. The rse verified all connections from the remote black box to the computer by disconnecting the cables and connect them back. Then the biomed connected back the speaker to the remote black box at the nurse station and tested the sound; it was confirmed that the clinical team could hear the alarm sound at the nurse station. The issue was fixed after connecting the network cable that was loose which goes from the remote speaker to the patch panel in the communication closet. Based on the information available and the testing conducted, the cause of the reported problem was a loose network cable connection; it was unknown how the cable became loose. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that there were audio issue and no audible alarms; the clinical team had to go to the patient rooms to be able to hear the alarms. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.